Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B)(6) 2012, inratio 2.2; date: (B)(6) 2012, inratio: 2.7; date: (B)(6) 2012, inratio: 3.4, lab: 7.87. Patient's therapeutic range: 3.5-4.0 inr. On (B)(6) 2012, patient's coumadin was increased. On (B)(6) 2012, patient observed bleeding in the stool and was hospitalized the following day due to a lab result of 7.87 inr.

Manufacturer narrative:
Investigation pending.